Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger power light turns orange. The possible contributing factors were unknown. The battery indicator on the recharger showed three green lights. After performing the reset operation, the power lamp turned off, and when turning the power on again, the orange lamp lit up and it could not be reset. A replacement was provided to resolve the issue. No patient complications were reported as a result of this event.